Event description:
Philips received a complaint by the customer on the v60 indicating that a data acquisition (da) printed circuit board assembly (pcba) alternating to dirrect current (adc) failure occurred. The device was in use on a patient at the time of the reported issue was discovered. The device was swapped out with a different device. It was noted that the delay in treatment could have led to patient asphyxiation. It was reported that a da pcba adc failure occurred. It was stated that after one minute of connecting the power, the unit alarmed for a da pcba adc failure then the screen went black. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6) hospital.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer's hospital equipment department inspected the machine and discovered the connection line of the data acquisition (da) printed circuit board assembly (pcba) was loose. The customer's hospital equipment department tightened the connection line of the da pcba to resolve the reported issue. The customer's hospital equipment department tightened the connection line of the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.